Manufacturer narrative:
A ge service rep performed an over-the-phone investigation. The customer had inadvertently depressed the emergency stop button. The customer was instructed to reset the emergency stop button. The system was then operating as intended.

Event description:
The customer reported the system would not boot up. No pt injury was reported.